Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 587 mg/dl. Customer stated that insulin pump was broken says part where the vial goes into will not stay on place also reservoir lip was missing. Customer declined to troubleshoot for high blood glucose as insulin pump was getting replaced which caused her blood glucose to rise as the reservoir gets dislodged thus not giving insulin, customer stated that took a correction dose with syringes down to 469 mg/dl. The pump will not be returned for analysis.